Event description:
The tbm states that there is more than a 3/4" gap between the pivot rack and the pivot link on both sides of the chair which is causing the teeth in the pivot rack to just barely catch. The gap should only be 1/8 to 1/4". As a result, the consumer is practically being thrown out of the chair when they go over a threshold because, it's allowing the front of the chair to nosedive.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.